Event description:
This css console was not supporting a pt. The customer reported that when external hospital air was connected to the css console there was a loud hissing noise coming from the primary controller. The alleged failure mode poses a low risk to a pt because the issue was observed when the driver was not supporting a pt. In addition, the reported issue would not prevent the css console from performing its life-sustaining functions and the css console has a redundant, backup controller. An investigation will be conducted by syncardia, and the results will be provided in a supplemental MDR.